Event description:
The field service representative (fsr) reported that during repair of the device, he accidently shorted the power switch terminals with a screwdriver. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the field service representative (fsr). The fsr was not able to determine any possible damage to internal contacts, he replaced the front panel assembly and a solid state relay. The unit operated to manufacturer specifications and was returned to clinical use. The suspect front panel assembly and solid state relay was returned to manufacturer to be brought to manufacturer specifications. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.